Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2015. The physician received an unsuccessful cavity integrity assessment (cia) test. A second disposal device was used which resulted in a vacuum alarm. The physician viewed the uterus laparoscopically and noted a perforation ot the fundus and aborted the procedure. No intervention was required. The patient was admitted into the hospital on (B)(6) 2015 and discharged on (B)(6) 2015. Dilation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Additional serial, lot number and expiration date: 1931, (B)(4), 03/05/2016. Device manufacture date: 02/2015. Event problem and evaluation codes reflect both returned devices. Device history record (DHR) review was conducted for the identified lot numbers and serial numbers of the disposable devices. No abnormalities were found related to the reported information. The devices passed final testing prior to release. (B)(4).